Manufacturer narrative:
Technician found that the battery led was on but it would not hold a charge. Replaced battery to resolve this issue.

Event description:
Complaint alleged that the battery was not taking a charge. Battery led was on.